Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that during balloon angioplasty the balloon ruptured, before 6 atmospheres of pressure was achieved. The lesion being treated was an eccentric, highly calcified coral plaque with sharp edges in the left sfa. A self-expanding stent was then deployed across the lesion and successfully post dilated with a second evercross balloon. No patient injury reported. Evaluation summary: the balloon chamber contained blood residue. The balloon material exhibited a cornered tear 12mm to 13mm from the distal marker band. The tear was not fully circumferential.